Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support about recurrent low blood glucose while using the ilet, asking whether a basal rate could be adjusted; the agent explained that ilet uses an automated basal algorithm without a user-adjustable basal rate and provided hypoglycemia treatment guidance, including treating lows and reassessing after 15 minutes. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no reported injury requiring medical intervention, and no reported impact on blood glucose management beyond the low readings. Investigation included a support-led troubleshooting and education review to gather additional information about the hypoglycemia events. Investigation of this case revealed no device malfunction reported and no component issue identified; the device functioned with its algorithm-driven basal delivery as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.